Event description:
An optometrist reported a pt was hospitalized for treatment of a corneal ulcer in the right eye. The pt reported treatment was antibiotic eye drops, initially administered every half hour, had been received the previous week. The pt told the optometrist that the treating physician said the corneal ulcer was bacterial. The optometrist did not have culture results. The optometrist examined the pt at that time and observed injection and a resolving corneal ulcer at 9 0'clock in the right eye. The following week the pt returned to the optometrist's practice and the corneal ulcer had resolved. The optometrist said the pt will be resuming contact lens wear.